Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the distal end with ccd module cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, we the technician confirmed that the lcb (light carrying bundle) fluid damage, the operation channel (primary) buckled, the light guide cable buckled, the suction channel buckled, the insertion flexible tube leak, the remote control buttons leak, and the bending rubber cut; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (objective lens broken).